Manufacturer narrative:
Findings: no button error alarm noted. Intermittent down button due to moisture damage on keypad trace. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.